Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized for a wound and a staph infection. Customer reported that illnesses were unrelated to the pump or diabetes. During hospitalization, customer's pump settings were adjusted by health care provider and customer experienced low blood glucose (bg) levels between 50-60 (mg/dl). Customer was removed from pump therapy to stabilize bg levels. Recommendation was made to consult with health care provider regarding diabetes management. Customer was released from hospital (B)(6) 2016.